Event description:
Report 5 of 5: it was reported while using bd vacutainer® eclipse¿ blood collection needle, sleeve leakage occurred with one device. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k982541. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Bd received one photo for investigation, which shows a device that is no longer attached to a blood collection tube and is leaking blood from the sleeve on the np side. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: sleeve function. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Report 5 of 5: it was reported while using bd vacutainer® eclipse¿ blood collection needle, sleeve leakage occurred with one device. No adverse impact was reported regarding the patient or user.